Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a polarx procedure a polarx catheter was selected for use. Error 1 - 00004000-2: console detected blood in the catheter occurred. It is unknown if blood was visible. The device was replaced. The procedure was completed without any patient complications. The device is expected to be returned for analysis.

Event description:
During a polarx procedure a polarx catheter was selected for use. Error 1 - 00004000-2: console detected blood in the catheter occurred. It is unknown if blood was visible. The device was replaced. The procedure was completed without any patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. No visible blood was observed inside the balloon region. The polarx was leak tested and passed all inner and outer balloon leak tests. The polarx device was then dissected to investigate the blood detection wires for any damage or defects that would result in a blood detection error. There were no damage or defects found to any of the blood detection wires. The injection tube had insulation present in specified locations to prevent any contact with the blood detect wires. The device had damage or defects would have resulted in the blood detection error seen in the field.